Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (wet / making noise) was investigated. As received, the charger/modem would not charge a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 and u13 components were shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted components and contaminated board. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger appeared to be wet and was emitting noise.